Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was having an MRI for a problem unrelated to the device or therapy. The patient also reported that the MRI was for diagnosis. The patient reported that they were ¿having issues¿ and that the stimulator may need adjusted. The date of the event was not provided. Follow-up was conducted. No further complications are anticipated.